Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple myeloma and malignant pain. On (B)(6) 2016, an empty reservoir code was seen on the ptm (personal therapy manager). The patient was not due for a pump refill and had not recently had a refill. Per the patient¿s daughter, the hcp (healthcare professional) recently changed the refill interval to every 3-4 months, but the patient¿s refill appointment was not due soon. The patient was reporting that he was in a lot of pain which had come on suddenly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.